Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Subsequently, this rv lead capped/abandoned (remains implant / inactive). A different rv lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.